Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.